Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported and later confirmed during evaluation of the involved, returned homechoice device. The alarm occurred on (B)(6) 2014 at 16:33:40. As the cassette was not returned and the lot number is unknown, a cassette analysis cannot be completed. However, the patient not being connected when therapy was initiated was reported and is a known cause of this alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide provides step-by-step instructions for when and how to connect to the disposable set and instructs the user to connect the transfer set to the patient line prior to starting the initial drain. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the home patient (hp) had a system error 2240 (air in line) on the homechoice (hc) device during the dwell step of therapy, while the hp was connected. During troubleshooting, it was found that the hp was not connected when therapy was initiated by pressing go. The technical service representative (tsr) had the reporter cycle the power on the hc device to clear the alarm. Proper procedures, per the user manual, were reviewed with the reporter. The hp was to complete therapy using continuous ambulatory peritoneal dialysis (capd), and its use was discussed with the reporter. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.